Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015, and the patient was discharged home. The patient reportedly came to the ER on (B)(6) 2015 with severe abdominal pains requiring morphine. After examination, the doctor noted peritonitis with a perforation of the intestine loops in 2 locations. Based on examination of the anatomical pathology in the laboratory, "a major burn in the form af a dome on the right outer part of the uterus was noted." On (B)(6) 2015, it was additionally reported that 1 of the patient's bowel sutures broke requiring additional surgery. The patient is reportedly doing well at this time.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the disposable novasure device and the radio frequency controller. Both devices were released meeting all qa specifications. Currently unable to establish a relationship of impact to the reported observation. (B)(4).